Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the "unintended use error caused or contributed to event" conclusion code was based on the details reported, this lead may be damaged due to the physician accidentally cutting the lead when connecting it to the pulse generator during replacement.

Event description:
It was reported that this right atrial (ra) lead insulation became melted due to having contact with the cauterization of the pocket. Another lead was used. No additional information is available at the moment. No additional adverse patient effects were reported.